Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak coming from a misaligned probe wipe. The fse proceeded to realign the probe wipe to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to the misaligned probe wipe. Results: probe wipe. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 0.5 ml from the probe wipe of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.